Manufacturer narrative:
Patient information cannot be provided due to personal data privacy legislation/policy. Date of event: date provided as (B)(6) 2022. Best estimate date is between 3/25/2022-10/22/2022. Initial reporter telephone number: (B)(4). The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient had a complaint about glare and halos with an intraocular lens (iol) . There was no issue regarding visual acuity (va) (0.8 for distance), but daily activity was affected especially at night time. Vision pre-operative: far: 0.8 near: (decimal) and vision post-operative: far: 1.0 near. Therefore, the iol was explanted from the patient's operative eye. Another johnson & johnson lens, eyhance toric iol was implanted as a replacement. No further information available.